Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer's final investigation. Additional information: h4. Corrected data: h8. The device was returned to olympus for inspection, and the reported failure of image noise was confirmed. Based on the findings of the investigation, the probable cause is attributed to component damage resulting from deterioration, leakage, or physical stress. This is consistent with expected or random component failure, with no design or manufacturing deficiencies identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound bronchofibervideoscope had image noise. The issue occurred during reprocessing. There were no reports of patient involvement.